Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane leak test. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) an out of box failure with the safety disk replacement. The unit failed membrane leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated and replaced (d202-00-0140) safety disk. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Unit returned and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Installed the safety disk p/n: 0202-00-0140, s/n: (B)(6) into the cardiosave test fixture serial number: (B)(6) and tested the safety disk to factory specifications per procedure number: (B)(4) revision d and the cardiosave service manual part number: 0070-00-0639 revision q. The fat dept. Could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 3 mmhg. Factory specification is +/- 6mmhg. See the attached file for reference. Retaining the safety disk in the fat dept. Per procedure: (B)(4) rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformance's with the returned components were not confirmed. Therefore, the root cause is not confirmed.

Event description:
N/a.